Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's continuous glucose monitoring system displayed an unrecoverable loss of antenna. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).